Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient stated that they were hospitalized due to the sensor failing but declined to provide any further information regarding the event. No further information was received, and it was unknown what symptoms were experienced, what treatment was given, and how long the patient was at the hospital for. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.